Manufacturer narrative:
H.6. Investigation: five loose 10ml syringes (p/n 301029) were received. The samples were visually evaluated. One sample had small breaks in the print from the 3ml grad line down to the bd logo with ink smears visible on the flange. Ink dots from levels one through four were present on the barrel outside of the print area. One sample had ink smears in and outside of the print area. Smearing was also visible on the flange. Ink dots from levels one through four were present on the barrel body in and outside the print area and on the collar. One sample had small breaks in the print from the zero grad line to just below the 2ml grad line. Ink smears and ink dots ranging from levels one through four were present outside the print area and on the collar. One sample had a small break on the 4ml numeral and ink dots that were level four in size outside of the print area. One sample had ink smearing in the print area near the 5ml grad line. Ink smears were also present on the flange. Ink dots from levels one through four were also present outside of the print area and on the collar. Ink dots and smears observed were rejectable per product specification. It is possible that an improperly cleaned ink spill could have contributed to the defects observed. Potential root cause for the ink smear and ink dot defects are associated with the marking process. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that 730 bd syringes with the luer-lok¿ tip were found with ink-like black spots on them. The following information was provided by the initial reporter: "during production syringes with black spots (ink like) found and rejected."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 730 bd syringes with the luer-lok¿ tip were found with ink-like black spots on them. The following information was provided by the initial reporter: "during production syringes with black spots (ink like) found and rejected."